Manufacturer narrative:
E1 address - (B)(6) republic of korea. The device was returned and evaluated, and the customer¿s allegation of channel had foreign material was confirmed. Device evaluation found foreign material from distal-end due to the clogged biopsy channel. The additional evaluation findings are as follows: bending section cover adhesive was broken, the aspiration quantity was out of standards due to the clogged channel tube, the gap on up and down knob was out of standards due to the worn angle-wire, angulation in the up direction was out of standards due to the worn angle-wire, and the insulation resistance value of distal-end was out of standards due to the broken plastic distal end cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope channel had foreign material. The issue was found during preparation for use, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, ¿foreign material came out of the distal end due to the clogged of the biopsy channel¿ was confirmed. However, it could not be identified what the foreign material was and the root cause of the remaining foreign material. It cannot be confirmed if the reprocessing steps at the material residue point deviated from the instruction manual. It was not confirmed if there was physical damage at the material residue point. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.